Event description:
Customer calling to ask if feeling dizzy is caused by low blood sugar. The customer states that today at 11:00am she tested at 148 mg/dl, and then tested again about 5 minutes later at 58 mg/dl on a different finger. Customer was feeling dizzy and decided to drink orange juice on her own about 30 minutes after these erratic readings to self treat. The customer is now feeling better. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.

Event description:
A customer contacted baxter's technical service center to report that she saw a speck in the patient line during use, and wanted to start over with new supplies on the homechoice machine. The home patient (hp) wanted assistance to end setup. The technical service representative assisted hp end setup. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.